Event description:
It was reported that patient was been follow up by the clinic as the right ventricle (rv) lead exhibited noise and low pacing impedance. The rv lead was explanted. The patient was stable throughout the procedure.